Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error 63. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint at ambient light sensor. Insulin pump passed the displacement test. Hardware low level failures , variable 3, alarmed during self test and was confirmed in pump history file due to a cracked solder joint at pin of the ambient light sensor.